Manufacturer narrative:
(B)(4). The reported product is an unknown minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The labeling on the minicaps also state that they are single use only. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient reusing a single use minicap. The patient was hospitalized for the peritonitis and two unrelated conditions on an unknown date. The patient was treated with vancomycin (intraperitoneally, dosage, frequency, and duration unknown). The action taken with pd therapy was not reported. On unreported date(s), the patient recovered from the peritonitis and was retrained on aseptic technique. No additional information is available.